Event description:
A surgeon reports that, on the first postop day following cataract surgery, an intraocular lens was noted to be dislocated. The surgeon repositioned the lens inside the capsular bag. More information is being sought.

Event description:
Additional info provided by the reporting facility indicates that the pt has done well following repositioning of an intraocular lens due to dislocation.